Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
On (B)(6) 2015 spacelabs received a report of patient death after a qube monitor model 91390 failed while in use. The customer reported the monitor batteries were depleted, but they could not find anything wrong with the device. The customer returned the device to service without issue. The device is now quarantined awaiting return to spacelabs for investigation.

Manufacturer narrative:
Correction: date of event and date of death.

Manufacturer narrative:
The monitor, including the battery, was received at spacelabs¿ equipment service center. No problem could be verified, and the device passed all tests. On the basis of the testing that was performed by spacelabs and the hospital¿s biomed staff, there is no evidence of device malfunction. As findings noted from the site indicate, batteries may not have been charged before use which resulted in the unexpected shutdown of the monitor during transport. This report is considered complete and this particular issue closed.